Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: 1.2.0. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a deep brain biopsy procedure. It was reported that the site was inaccurate by 6-8 mm. The site was able to take the inaccuracy into account and proceed with no harm to the patient. There was a less than 1 hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis was unable to find any software issues. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. They found that the system functions as intended. If information is provided in the future, a supplemental report will be issued.